Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position where air was seen during the procedure. The patient, under general anesthesia, started to manifest hypotension right after it. The guide sheath and implant system were prepared as per manual instructions. After transseptal puncture, the guide sheath was advanced into the left atrium. Upon removal of the introducer and guidewire, the pascal device was inserted into the loader through the proximal end of the guide sheath and advanced approximately 3-5 cm. A water bridge was done upon insertion. The loader was removed, and approximately 45 cc of blood was aspirated. The guide sheath was then flushed with approximately 40 cc of saline solution. Persistent air bubbles were noted in the left atrium, left ventricle as the implant system was advanced into the gs, with only the tip of the elongated pascal system exposed. After approximately 5 minutes, due to the persistent presence of air bubbles, the decision was made to remove the device and change the gs. Noradrenaline was administered, but the pressure of the patient remained low but constant, with a heart rate of approximately 65-70 bpm and no ECG alterations. The devices were replaced and the procedure was finished successfully. Once he patient woke up from general anesthesia, there were no apparent motor or neurological deficits. The patient was sent to the intensive care unit for monitoring. As per latest information, the patient was discharged from hospital and according to the physicians there were no clinical or hemodynamic event/complication from when she woke up to when she was discharged. In their opinion, the hypotension might have been related to the fact that the patient was hypovolemic.

Manufacturer narrative:
Information added/updated to section b4, b5, e1, g3, g6, h2, and h6 (type of investigation, investigation findings, and investigations conclusions). E1 (telephone number): (B)(6). The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with other empirical evidence via report of air visualized during procedure by edwards clinical specialist. A DHR review of the lot in question revealed no non-nonconformances related to the event. Follow-up discussions with the clinical specialist revealed no identifiable use errors or potential defects with the device. The complaint was confirmed; however, no manufacturing non-conformities could be identified. Potential root causes may include variations in execution of de-airing steps, or air introduced from a non-pascal source. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position where air was seen during the procedure. The patient, under general anesthesia, started to manifest hypotension right after it. The guide sheath and implant system were prepared as per manual instructions. After transseptal puncture, the guide sheath was advanced into the left atrium. Upon removal of the introducer and guidewire, the pascal device was inserted into the loader through the proximal end of the guide sheath and advanced approximately 3-5 cm. A water bridge was done upon insertion. The loader was removed, and approximately 45 cc of blood was aspirated. The guide sheath was then flushed with approximately 40 cc of saline solution. Persistent air bubbles were noted in the left atrium, left ventricle as the implant system was advanced into the gs, with only the tip of the elongated pascal system exposed. After approximately 5 minutes, due to the persistent presence of air bubbles, the decision was made to remove the device and change the gs. Noradrenaline was administered, but the pressure of the patient remained low but constant, with a heart rate of approximately 65-70 bpm and no ECG alterations. The devices were replaced and the procedure was finished successfully. Once the patient woke up from general anesthesia, there were no apparent motor or neurological deficits. The patient was sent to the intensive care unit for monitoring and, as of the latest update, showed no deficits and was discharged from the ICU, doing well.

Manufacturer narrative:
Correction b5 (country of incident corrected).

Event description:
Per the report received from italy, edwards received notification of a pascal precision procedure in mitral position where air was seen during the procedure. The patient, under general anesthesia, started to manifest hypotension right after it. The guide sheath and implant system were prepared as per manual instructions. After transseptal puncture, the guide sheath was advanced into the left atrium. Upon removal of the introducer and guidewire, the pascal device was inserted into the loader through the proximal end of the guide sheath and advanced approximately 3-5 cm. A water bridge was done upon insertion. The loader was removed, and approximately 45 cc of blood was aspirated. The guide sheath was then flushed with approximately 40 cc of saline solution. Persistent air bubbles were noted in the left atrium, left ventricle as the implant system was advanced into the gs, with only the tip of the elongated pascal system exposed. After approximately 5 minutes, due to the persistent presence of air bubbles, the decision was made to remove the device and change the gs. Noradrenaline was administered, but the pressure of the patient remained low but constant, with a heart rate of approximately 65-70 bpm and no ECG alterations. The devices were replaced and the procedure was finished successfully. Once he patient woke up from general anesthesia, there were no apparent motor or neurological deficits. The patient was sent to the intensive care unit for monitoring. As per latest information, the patient was discharged from hospital and according to the physicians there were no clinical or hemodynamic event/complication from when she woke up to when she was discharged. In their opinion, the hypotension might have been related to the fact that the patient was hypovolemic.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 after internal imaging review, there was a large amount of small mobile air bubbles visualized in the left heart when the ew guide sheath is visualized across the inter-atrial septum in the left atrium and when a p10 device is exposed out of the guide sheath. The air bubbles appeared to dissipate and no longer visualized when a p10 device was in a closed position on the mitral valve. However, immediately prior to device delivery, some small mobile air bubbles (approximately 10) were visualized again in the left heart. The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with objective evidence via air visualized in the returned imaging. The complaint was confirmed, however no manufacturing non-conformities could be identified. Potential root causes may include variations in execution of de-airing steps, or air introduced from a non-pascal source. However, a definite root cause is unable to be determined.